Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of gastric haemorrhage ('bleeding in my stomach because of essure') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced gastric haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the gastric haemorrhage outcome was unknown. The reporter considered gastric haemorrhage to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: gastric hemorrhage. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of gastric haemorrhage ('bleeding in my stomach because of essure') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced gastric haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the gastric haemorrhage outcome was unknown. The reporter considered gastric haemorrhage to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: gastric hemorrhage. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of gastric haemorrhage ('bleeding in my stomach because of essure') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced gastric haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the gastric haemorrhage outcome was unknown. The reporter considered gastric haemorrhage to be related to essure. The reporter commented: patient was 35 years old when she had hysterectomy. Concerning the injuries were reported in this case, the following ones were described via social media: gastric hemorrhage. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media: new reporter was added. Age group captured. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.